Manufacturer narrative:
The pump was received with blank display due to moisture damage on the electronic stack. The self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, operating currents, off no power test and excessive no delivery test, were unable to be performed due to blank display. The pump was received with moisture damage on the motor. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with moisture damage on pump due to swimming. The customer's blood glucose level was reported to be 234mg/dl. It was reported that there was fluid under the lcd display. It was reported that the pump would be replaced and returned for analysis.